Event description:
It was reported that before case device was making a screeching noise when being tested. No patient involved. Results of investigation have concluded that this unit had a blade stall error which makes it a reportable event.